Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a carpentier 29mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to mitral stenosis. There was a mean gradient on 18 to 20mmhg across his degenerated bioprosthetic mitral valve. He also had symptoms of bioprosthetic aortic valve stenosis. A tmvr was successfully performed with an edwards transcatheter valve. There were no complications. Tee showed a well-seated, well-functioning valve with a trivial amount of perivalvular leak. The patient was awakened and extubated and transferred to recovery area in stable condition. He remained hemodynamically stable throughout.